Event description:
Information was received from a patient who was receiving 5.0 mg/ml of hydromorphone at 0.7890 mg/day, 500 mcg/ml of clonidine at 78.90 mcg/day, and 5.1 mg/ml of bupivacaine at 8.8679 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2017, it was reported that, during a pump refill, the patient's pump medication had to be adjusted as the new medication was the wrong concentration. Following this, the patient noted that they had observed an 8503 error code on their personal therapy manager (ptm). It was confirmed that the pump had recently been programmed with a prescribed bolus that was in progress as indicated in labeling. The patient's pump/ptm were working as designed and the inquiry was considered resolved after troubleshooting. The patient noted that they had a seizure the previous night, but confirmed that seizures were a pre-existing condition. The patient also noted that they were an alcoholic. The patient also noted that, 3 years ago, they turned yellow and had brown urine in association with 3 gallstones. No symptoms were reported related to the wrong medication concentration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the issue was due to human error and was not a wrong concentration rather a changed concentration. A healthcare professional was contacted to clarify the statement about human error. It was then reported by the hcp that the pharmacy sent the wrong concentration and they decided to use that concentration to fill the pump. The hcp confirmed that there was no programming error and no filling error. No further complications were anticipated/reported.